Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by an arthrex sales representative that a facility has experienced frequent instances of the galileo es nail breaking at the shaft hole targeted by the jig. The assumed part number based on photos provided is 1066-395 and a second complaint line has been entered to represent the previous nails that failed where part number is unknown.